Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient's trial implant was abandoned on (B)(6) 2019 due to loss of motor function. The patient lost complete motor function in their left leg and partial motor function in their right. The neurosurgeon went to place the lead blank and could not insert it all the way. When the surgeon removed the blank, neuromonitoring showed that the patient had lost motor function. The trial was abandoned before anything was implanted. The patient was taken for an MRI, but the scan was inconclusive.

Event description:
It was reported upon further follow up that it is unsure about what caused the issue with the patient's loss of motor functions however, the issue was later resolved on it's own.